Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 23000 error was found indicating pot to encoder fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 23008 error was triggered indicating fault on the yaw axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight psc in the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the patient side cart (psc) had repeated usm 4 faults. Site power cycled and hard cycled psc but faults persisted. Technical support engineer (tse) reviewed logs and confirmed errors, site is swapping out psc as procedure requires four usms. The procedure was aborted.